Event description:
No follow-up requested for 3-orange staff. At approximately 7 p.m., patient was found unresponsive at home. Ems was contacted, lvad (left ventricular assist device) coordinator notified of intent to transport patient to hospital. Patient was intubated en route. Upon arrival, inr (international normalized ratio) was >12.5 and was reversed. CT scan showed a large right intracranial hemorrhage. Description in death note was an acute, multifocal intraparenchymal, intraventricular, and subarachnoid hemorrhage with mass effect and midline shift, effacement of the basal cisterns, and evidence of downward transtentorial herniation. Family decided to transition to comfort measures; patient was extubated, and the lvad was disconnected. Family present, along with child life specialist, chaplain, and supporting staff. Time of death [redacted].